Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" first test inr = 6.7; retest inr = 2.7. Customer indicated that they were seeing lot to lot variation but was unable to provide lot numbers. Therapeutic range: unk. Results obtained within 10 minutes of each other. First drop of blood not used; multiple drops of blood added.

Manufacturer narrative:
Investigation pending.